Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly; moisture damage was also noted on the motor, vibrator, keypad and battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the display on the insulin pump is not clear and the segments can hardly be seen. It was stated that the device was exposed to extreme temperatures. Customer was advised to stabilize it at room temperature for more than 30 minutes. The insulin pump passed the selftest but the display was still not readable. Blood glucose value was 127 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.